Event description:
It was reported to boston scientific corporation that during a stone removal procedure, an autotome rx was advanced into the papilla of vater through the endoscope. As the handle was being rotated to adjust position, the cut wire broke. Reportedly, no portion of the wire detached inside the patient. The device was removed and the procedure was completed with another autotome rx device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reportedly ''good.''

Event description:
It was reported to boston scientific corporation that during a stone removal procedure, an autotome rx was advanced into the papilla of vater through the endoscope. As the handle was being rotated to adjust position, the cut wire broke. Reportedly, no portion of the wire detached inside the patient. The device was removed and the procedure was completed with another autotome rx device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
A search of the complaint database revealed that no similar complaints exist for the specified batch. The device history record review found the device met all manufacturing specifications. A visual examination of the returned device found that the working length was twisted, kinked and melted. The exposed cut wire was bent, broken and appeared blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. The broken sections of the cut wire remained attached to the device. Examining the blackened ends of the broken cut wire, it appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The cutting wire was measured to have broken at approximately 23 mm from the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.